Event description:
It was reported to boston scientific corporation that a tria soft ureteral stent was opened to be used during a stent exchange procedure in the ureter performed on (B)(6) 2022. During the procedure, when trying to remove the tria soft ureteral stent from the packaging, it was found that the stent shaft was broken. The procedure was successfully completed with another tria soft ureteral stent. There were no patient complications reported as a result of this event. A photo of the complaint device was provided and showed that the stent shaft was broken.

Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.